Event description:
The english health authorities (medicinic control agency - mca) reported that a patient with localized osteoarthritis experienced a large inflammatory effusion in the right knee four days following having received an intra-articular injection of hyalgan. Therapy was initiated in 2001 and stopped fourteen days later. The severity and the outcome of the adverse event and the hyalgan lot number were unknown to the mca. Corrective treatment: not reported. No further information is available at this time.